Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced intolerance to multifocal lens. Hence the lens was explanted and replaced with another unspecified lens in a secondary procedure. The clinical reason for explant was mentioned as distance vision insufficient. Additional information was received and stated that the lens was exchanged with another company lens, this extra surgery worsened dry eyes. The patient was struggling with dry eyes.

Manufacturer narrative:
The lens was returned inside a plastic specimen cup. The lens was removed for evaluation. Viscoelastic was observed on the lens. The optic was cut into pieces, typical of an insertion and removal. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint of "intolerance to multifocal, distance vision insufficient, explant". The lens was returned cut into pieces, typical of an insertion and removal. Each lens is subjected to a 100-percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company specific lens 23.0 diopter (add power +2.17/+3.25 diopter) lens was removed and replaced with a non-company monofocal 23.5 diopter lens. Due to the exchange of a multifocal 23.0 diopter lens for a monofocal lens that was one half diopter higher, this may suggest that a monofocal lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) 1 is being filed to correct the g.3 date on the initial report with manufacturing report number 1119421-2025-02726, filed earlier. Date received by mfg should have been 26-sep-2025 instead of 02-sep-2025. The manufacturer internal reference number is: (B)(4).